Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention because his scs system's stimulation had gradually become ineffective. A sjm representative met with the patient and reprogrammed the patient's scs system, however, the issue recurred. A system diagnostics indicated multiple invalid lead contacts, which were also confirmed prior to the revision surgery. During the procedure intra-operative testing indicated the invalid contacts were with the patient's scs extension. The physician replaced the extension. The patient reported receiving effective stimulation postoperative.